Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury previously submitted MDR indicated that the name of the type of device was programming software; however, this should be programming computer. This report is being submitted to correct this information.

Event description:
Our country representative for (B)(4) reported that a physician's handheld computer would not switch on. The battery had been charged for a long time and it would not turn on. The handheld has been returned for analysis and completion is pending.

Event description:
An analysis was performed on the handheld and the reported failure to power to on/off allegation was verified. The cause for the reported allegation is associated with an open fuse. Once the fuse was replaced with a known good fuse, no further anomalies were identified. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.